Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, part of the distal tip of the jagwire device separated inside the patient. It was reported that the tip of the corewire was not exposed. The fragment was retrieved using an extractor balloon device. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on (B)(6) 2013 that the distal tip of guidewire had detached, exposing the corewire and making this a reportable event.

Manufacturer narrative:
(B)(4) guidewire tip detachment, exposing the core wire tip. A visual examination revealed that the distal tip detached, exposing the tip of the metal core wire. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. No evidence of core wire fracture noted and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was measured and found to be within specification. The complaint is consistent with the return that the distal tip detached exposing the tip of the core wire. It is most likely that due to anatomical/procedural factors encountered during the procedure, performance was limited and may have contributed to the failure. It is important to mention that the presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found.